Manufacturer narrative:
Device evaluation summary device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt unable to communicate with a monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open brown (-5v) wire, an open red (can h) wire, an open white (drvn_gnd) wire, and an open black (main batt) wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the belt was unable to communicate with a monitor.